Manufacturer narrative:
Manufacturer's investigation conclusion: upon evaluation of the returned pump, the outflow graft appeared to be distorted; however, the exact configuration of this distortion could not conclusively be determined due to the graft¿s returned condition and that it appeared to have been exposed to a fixative agent. A thrombus formation was confirmed within the outlet stator of the pump through this investigation. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The remainder of the driveline was returned in two segments measuring approximately 11.5 inches and 24 inches, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned detached from the outlet elbow. The sealed outflow graft bend relief had been severed and was returned detached from the sealed outflow graft attachment. The bend relief collar was returned detached from the sealed outflow graft and bend relief hardware. The pump appeared to have been exposed to a fixative agent prior to return for evaluation. Evaluation of the inflow conduit and sealed outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed a deposition surrounding the bearing ball. Its lack of concentric layering indicated that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation and the contact marks observed at the distal-end of the rotor suggest that it was present for an undetermined amount of time while the pump was in operation. The pump was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years and 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that CT scan revealed thrombotic occlusion of the outflow graft. The pump was turned off and the patient was supported via inotrope. The patient went into cardiac arrest and received chest compressions via the lucas CPR (cardiopulmonary resuscitation) device, which was against the implant center¿s protocol. When the surgeon entered the patient¿s chest for the pump exchange, it was determined that the lucas CPR device had created a large hole in the patient¿s right ventricle. The surgeon repaired the hole with a pericardial patch and proceeded to replace the lvad pump, however the patient did not survive the procedure and expired in the operating room. No additional information was provided.